Event description:
It was reported that the motor device needed an unspecified repair. The device was left on the desk of the reporter with a repair tag. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was not available for use.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation without an alleged malfunction. Reliability engineering evaluated the device and observed that the device had an e6 error. The root cause was determined to be misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.